Event description:
It was reported during the implant procedure that there was difficulty positioning/deploying the rv lead. Rv lead (B) (4) not implanted. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). The helix was over-retracted causing extension/retraction problems. Additionally, the visual inspection of this lead revealed distal conductor distorted, deformation/fracture of the proximal section of the inner coil. Defib conductor distortion and the lead was stretched. Conclusion: damaged at implant. Lead not implanted.